Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to check the siderails for damage. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their bed. Three attempts have been made by hillrom technical support regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed was moving unintentionally. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).